Manufacturer narrative:
During processing of this complaint, attempts were made to obtain complete patient information. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the ipg has flipped in the pocket causing discomfort to the patient. Surgical intervention may be pending to address the issue.

Event description:
Additional information received indicated to address the issue surgical intervention was undertaken on (B)(6) 2019 wherein the ipg pocket site was revised.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not accessible for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.